Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms noted. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 400 mg/dl. During troubleshooting, device passed the high pressure test. Customer had called in multiple times and completed troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.